Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shorted lead indicator message that appeared upon interrogation of this patient's device. The patient is at end of life and is a 'do not resuscitate' (dnr). The patient has been having runs of ventricular tachycardia and the hospital staff have been placing a magnet over the device. The last shock that patient received was 2 days ago.